Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure, this lead could not be implanted due to an unknown product performance issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead could not be implanted due to an unknown product performance issue. The lead was removed/replaced prior to pocket closure. Additional information stated the lead was an attempted implant due to placement difficulties caused by the patient size and blood pressure.